Event description:
It was reported that the halogen light source had stopped working, did not provide light and they tried a new light bulb without success. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause of the reported lamp not lighting up issue could not be determined, as the device was not returned for evaluation. The event may be detected/prevented by following the instructions for use which state: olympus will continue to monitor field performance for this device.